Event description:
This atrial lead was implanted on (B)(6) 2006. During device changed out on (B)(6) 2011 it was noted that the atrial lead is not pacing. Not new finding. The lead remains implanted. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).